Event description:
It was reported that the customer experienced high blood glucose levels. The customer changed the infusion set the night prior and woke up with extremely high blood glucose. The customer's mother stated that there was either a kink in the infusion set or something block the insulin. The customer's blood glucose was 437 mg/dl. The customer was treated with a manual injection. Troubleshooting was done for an absence of the no delivery alarm. The customer's insulin pump passed the high pressure test. The customer was also experiencing issues with the sensor. Advised customer to monitor the issue and call back if the problem recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.